Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that the reported malfunction was resolved by updating the date of battery replacement. The fse performed a field safety corrective action (fsca) and reset the battery replacement date. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was supporting a patient, during procedure, a "battery maintenance required" message appeared. No adverse event has been reported.